Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: bone stimulator. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed rash/hive symptoms on her neck due to 63b electrodes. She has some underlying auto-immune issues that cause her to have sensitive skin. She has a history of rash episodes not related to the electrodes. She has tried to rotate the electrodes different areas on her skin but still seems to have a rash. She has not changed any of her skin care products lately. Currently, the patient uses very mild skin care products designed for sensitive skin. Her dermatologist did recently give her a prescription for the rash. It was reported that no further information is available.

Event description:
It was reported that the patient developed rash/hive symptoms on her neck due to 63b electrodes. She has some underlying auto-immune issues that cause her to have sensitive skin. She has a history of rash episodes not related to the electrodes. She has tried to rotate the electrodes different areas on her skin but still seems to have a rash. She has not changed any of her skin care products lately. Currently, the patient uses very mild skin care products designed for sensitive skin. Her dermatologist did recently give her a prescription for the rash. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with rash. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes. H6: component codes added 451 - electrode. H6: impact code added 4648-insufficient information. H6: clinical code added 2033 - rash. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusion added to 4315- cause not established the following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.